Event description:
(B)(6) admitted for surgery on (B)(6) 2011 for orif of non-union left ulna. (B)(6) readmitted on (B)(6) 2011 for I&d left ulna where a copious amount of gray fluid was evacuated as documented by surgeon.